Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported rupture on an unknown side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient later reported left side pain from "axilla to the nipple" and "breast feeding was difficult."

Event description:
The device has been explanted.